Event description:
My husband's trilogy machine was recently repaired due to recall. Since the repair, his health slowly and steadily declined to the point that I needed to call 911. He is still hospitalized and on a ventilator. So many tests - hospital will need to supply. FDA safety report ID # (B)(4).